Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and battery out limit from the insulin pump. The customer's blood glucose reading was 503 mg/dl. The customer treated with the pump. The customer stated that there was a battery out limit alarm and she changed the batteries out a few times. The customer stated that there was a blank screen 10 minutes prior to the battery out limit alarm. The customer was advised of the possible causes of blank display. The customer was advised to monitor the pump and call back if issues recur.